Manufacturer narrative:
The event unit was returned for evaluation. Engineering performed visual and functional testing on the device. During visual testing, engineering confirmed that the event unit had a severed wire within the device, causing the error code experienced by the customer. Engineering was unable to replicate the customer experience of a poor cutting performance as the device met all mechanical specifications. The root cause of the severed wire is fatigue of an exposed electrical wire behind a tack weld in the device. The tack weld creates a pivot point for the exposed wire to be bent and pulled in when the shaft of the device is rotated during use, which can lead to fatigue of the exposed wire. The exposed wire can be severed if it is manipulated too much, while the tack weld still retains the welded wire on the conductive clips. A severed wire can lead to an intermittent break or an open circuit in the electrical connection between the upper/lower jaw and the device key. This results in the generator detecting an open circuit, and all rf output is disabled and the generator displays an alarm, resulting in a customer inconvenience. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Sleeve gastrectomy - "device worked fine for 15 minutes then it did not cut anymore." Additional information received via email from sales representative on (B)(6) 2016: I have seen the nurse who was in operating room. She has given more information about the incident. According her, the eb010 gave no answer after 10 minutes of surgery. There was no alarm, the handle was not blocked. They tried to put the generator out of tension, nothing change. The surgery was sleeve gastrectomy. The environment was not very bloody. The jaws were clean and the team had not cleaned them. Additional information received via email from sales representative on march 1, 2016: the tissue epiploon and other tissues near the stomach, size thin, were being sealed when the issue occurred at the start of the surgery. The issue happened once and the device was removed from the intervention. The device was in used for 10 minutes before the issue was observed. The surgeon was not able to resolve the issue, the device was not able to cut. The device was not responding. There was no sealing and no error message was displayed. The customer does not notice similar issues when performing the same procedure with other devices. No other devices were used. The surgeon does not remember experiencing any resistance or difficulty when pulling back the blade lever. The surgeon does not remember where along the jaw/seal was the blade not cutting. Nothing was being cut. Patient status - unknown.